Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin t hs (high sensitive) stat (short turn around time) assay (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 22.50 pg/ml with a data flag. This result was reported outside of the laboratory where the clinician requested repeat testing. The repeat result was <3.00 pg/ml with a data flag. The customer stated qc results were acceptable and there were no issues with other patient samples. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 26765401 with an expiration date of 31-jan-2019.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. Calibration signals are a bit lower than expected, however, there is no indication of an issue. Qc results show a tendency to be on the lower limit of the acceptable range beginning on (B)(6) 2017. The investigation is ongoing.